Event description:
It was reported that during the implant procedure, the stylet was pushed in and out of the lead several times before it would no longer advance. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The stylet was found to be bent. Blood/body fluid was found on the distal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.